Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise, and non-sustained ventricular tachycardia (nsvt) activity was stored. As a result, anti-tachycardia pacing (atp) therapy was delivered to the patient. Additionally, low out of range pacing impedance measurements of less than 200 ohms were observed, but the root cause has not been determined at this time. The lead remains in service and no adverse patient effects were reported.